Manufacturer narrative:
Concomitant medical products: product ID: 97745, product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that remote doesn't seem to be working. Pt was using c for sometime and no longer can go up. Caller states sees error when trying to increase. Caller states she's seeing settings not available. Caller states cannot go up only goes down. Caller states pt complaining of back pain for 4 weeks. Caller states nothing alleviating the pain. Caller states they have tried a and b and nothing is helping her. Caller states pain has been bad and nothing is helping her. Caller also states the ins has been turning off and caller states not sure whether the patient is doing this her own. Caller states the patient has had health issues when first put in and pt is a lot better now caller has changed groups, etc. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pss directed to hcp.

Event description:
Patient rep called back from number registered to pt repeating pt got settings not available before, and after the last call pt met with a rep ross who did something to pt's device, but pt still got the settings not available on groups a and b after meeting with the rep. Caller said pt had been using group c since, as that group was working, butnow 2 days ago group c stopped working and yesterday pt started to see settings not available on group c. Caller said pt was getting no pain relief. Caller texted rep today but hadn't heard back. Pss reviewed settings not available info, and redirected to follow up with doctor's office to contact a rep if needed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.